Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that after delivery of a light adjustable lens (lal, sn (B)(6), +18.5d) during primary cataract surgery on (B)(6) 2024, a posterior capsule tear was noted, and the lens dislocated into the posterior chamber. An anterior vitrectomy was performed. A secondary procedure was performed 04/26/2024 to complete a vitrectomy and scleral fixation of the lal. Rxsight's first awareness of this event was on (B)(6)2024.